Event description:
Incident occurred on 6/29/92 involving a female pt, age 88. Pt was sent to the hospital with an elevated blood sugar level. We learned that some of the diascan blood glucose monitoring test strips used may have provided falsel low glucose reading. No medical evidence directly relates cause of death to the glucose strips. However an elevated blood sugar level is beleived to have contributed to the death. We believe, therefore, a probability exists that the medical device may have contributed to the death.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.